Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and that only a small amount of light was coming through which would cause the device to emit no energy. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used in a procedure performed on (B)(6) 2018. According to the complainant, during procedure and outside the patient, the laser fiber burned at the beginning of the case. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there was debris on the fiber face within the sma connector.